Event description:
It was reported that the anesthesia workstation generated two technical error codes indicating a pressure sensor error. There was no patient harm. Manufacturer´s reference #: (B)(4).

Event description:
Manufacturer´s reference #: (B)(4).

Manufacturer narrative:
Investigation of the reported event has been completed. Our field service engineer evaluated the device logs and the logs indicated that it was the fresh gas pressure transducer printed circuit board (pcb) that was faulty. It was stated that this part needed replacement. The customer decided to use a third party for processing the service/repair. No parts have been returned for the further analysis of the issue. Evaluation of the received device logs confirmed the reported technical error codes and also that the pressure transducer test failed. The pressure transducer test failed due to that the measured zero pressure offset for the fresh gas pressure transducer had drifted outside acceptable limits. The pressure transducer pcb is part of the pressure measuring in the system. A faulty pressure transducer pcb may lead to inaccuracy in pressure measurement. This will be detected during system checkout and high priority alarms will be generated if the failure occurs during treatment. Our conclusion is that the fresh gas pressure transducer pcb was broken.